Event description:
It was reported that the patient was working in the yard and a branch hit the pacemaker area. In addition, the patient felt tired in the last couple of days. The patient was brought to the clinic and the pacemaker was found to be in safety mode. Additionally, it was noted that the right atrial (ra) lead exhibited out-of-range pacing impedance measurements, which triggered a lead safety switch to unipolar mode. The impedance trend continued on the same trajectory but has now since come back down. Additionally, noise was also observed on the ra lead. A pacemaker replacement was recommended. The patient presented to check-in, and it was noted the device was unable to be interrogated. In addition, the patient indicated that experienced a low heart rate. Subsequently, a pacemaker revision was performed and the pacemaker was explanted and replaced. During the replacement procedure, it was noted that the right ventricular (rv) lead exhibited a small abrasion on other insulation. As a result, a lead repair kit was used. No noise or impedance was noted on the rv lead. The rv lead was connecting to the new device. The ra lead from the scar tissue and no visual or mechanical was observed. Both leads remain in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient was working on the yard and a branch hit the pacemaker area. In addition, patient felt tired in the last couple of days. The patient was brought to the clinic and the pacemaker was found to be in safety mode. Additionally, it was noted that the right atrial (ra) lead exhibited out of range pacing impedance measurements, which triggered a lead safety switch to unipolar mode. Impedance trend continued on the same trajectory but has now since come back down. Pacemaker replacement was recommended. At this time, the product remains in service and no adverse patient effects were reported.